Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized for two days for diabetic ketoacidosis. Customer infusion set was not completely inserted into the skin. Customer was treated with saline and insulin.